Event description:
It was reported "high seat pressure, 70 above augmentation, iab volume reduced to 31.5cc bpw within normal limits. Alerted clinician to product defect alert notice. Patient stable, no complications, iab removed at lunch time as not required."

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 7.5 ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a white shipping envelope and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc bladder; liquid blood was noted in the sheath sidearm. The visible portion of the bladder was fully unwrapped. The one-way valve was tethered and connected to the short driveline tubing. Bends to the iabc central lumen were noted at approximately 5.1cm, 19cm, 41cm and 72.5cm from the iabc luer. The outer lumen was noted damaged approximately 30.5cm to 32.5cm and 34.8cm to 37.5cm from the iabc luer; the damage is consistent with being flattened. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dis-section or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or de-bris were noted. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved to-wards the iabc bifurcate with little force. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the proximal end of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 18.5cm, 61.5cm and 72.5cm from the iabc distal tip, which are the locations of the previously noted bend. The guidewire met resistance and could not advance at approximately 72.5cm from the iabc distal tip. No blood or debris was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 10.1cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab high pressure alarm is confirmed. During the investigation the distal end of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. The twisted bladder could trigger the "high pressure " alarm and cause the report-ed complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer.

Manufacturer narrative:
(B)(4). UDI#: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "high seat pressure, 70 above augmentation, iab volume reduced to 31.5cc bpw within normal limits. Alerted clinician to product defect alert notice. Patient stable, no complications, iab removed at lunch time as not required."